Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal /pelvic floor therapy. It was reported that the patient could not synch on the right side. She also mentioned shocking sensation on left side ins six months or so prior. The patient stated the stimulation was too high during the call and wanted to decrease. The patient mentioned at time she did not feel the stimulation. The patient also stated the stimulation could be so un comfortable at times, but it does eventually go away. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the patient did not reported shocking on the left and the right battery will need to be replace. The patient further reported that a new stimulation will be put in on the right side. The patient further indicated that when they first set the left side they got very high stimulator and shortly after, nothing at all. The nurse changed the program, but what always bothered them, they really did not feel any of the stimulation when it was turned on.